Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust insulin therapy, there was no reported impact to customer's blood glucose. A pump reset was performed resolving the issue, and insulin delivery was resumed.